Manufacturer narrative:
Physio further evaluated the therapy connector and found the reported issue was caused by damage to pin 7 (apex pin).

Event description:
The customer contacted physio-control to report that their device therapy connector needed repair. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio observed that the therapy connector was worn on one end. Physio replaced the therapy connector and proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device therapy connector needed repair. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.